Manufacturer narrative:
Lens was returned dry, in a micro-centrifuge vial. There was clear surgical residue on product. Visual inspection found the haptic bent and presence of residue on lens surface. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens, -17.00 diopter, in the patient's right eye (od) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to excessive vaulting, elevated intraocular pressure (iop) (30 mmhg) and pupil dilation. The patient was treated with medication. Due to the patients symptoms, the surgeon performed a yag iridotomy, with additional medical therapy, but it was unsuccessful. The lens was exchanged for a shorter lens and the problem was resolved. After icl exchange, the iop was very high (>40mmhg) and the surgeon suspected sensitivity to topical steroid therapy. After tapering off the steroid and iop-lowering therapies, the iop completely normalized.